Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair will randomly stop on them and will not turn back on until the they wiggle the joystick cord to recycle the power.